Event description:
While inserting a k-wire into the first metatarsal, small shavings of metal were noticed in the incision. The incision was heavily irrigated. Part of the outside plating of the k-wire was missing, and believed to be the source of the metal shavings in the wound. The same k-wire driver was used on another case. It was noticed during that case the k-wire seemed to be slipping in the k-wire driver.